Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was 243 mg/dl. The customer's mother states her son woke up with a blank pump screen we tried to change out battery and it still would not turn on. Troubleshooting was performed for blank display and noticed upper left and right of screen on pump body the one on the left goes up to top of battery chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self-test and displacement test. No blank display anomaly noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.